Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Electrical resistance and cross continuity test results were within specification. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead it was not possible to obtain adequate r waves. The lead was removed and another lead model was implanted. No patient complications have been reported as a result of this event.